Event description:
The patient electronic system (pes) was sparking from exposed wires. The patient was advised to unplug the pes. A replacement unit was ordered.

Manufacturer narrative:
One i3 unit was returned with a set of accessories. External and internal visual inspections of unit revealed discrepancies with the right angle extension cable. The cardiomems unit was plugged in and powered on successfully with a test right angle extension cable. The reported issue with sparking could not be duplicated using test right angle ext cable and determined to be inconclusive due to potential hazard of using the visibly frayed returned right angle extension cable. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed. Hardware abnormalities that would have resulted in the reported event were identified. The cause of the reported event was determined to be the frayed right angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.